Manufacturer narrative:
Eval: release handle.

Event description:
It was reported by service report that the fowler does not lower properly. The fowler release is only engaging one gas cylinder and the fowler twists when attempts are made to lower. No pt involvement or adverse consequences are reported.